Event description:
It was reported, a consultant with stryker (gamma nail) was operating on a woman with a hip fracture. After, reducing the fracture and preparing the femoral canal, surgeon asked me for gamma nail. The circulating nurse opened the implant and as the scrub nurse was attaching the nail to the gamma 3 target arm, she noticed there was crack on the underside of the target arm. We put the target arm aside and used one from another gamma nail set. The cracked target arm never touched the patient and the surgery went well.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.